Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 3000tfx pericardial aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 11 years, eight (8) months due to unknown reasons. The tavr procedure was performed with a 29mm 9600tfx transcatheter valve and was delivered successfully with good initial hemodynamics and systemic pressures. Within minutes, the patient's pressures started to drop. The patient expired post-operatively.

Manufacturer narrative:
H11: corrected data: corrected sections b5, b7 additional information obtained confirmed that the previously reported event had no indication from the physician that surgical valve prematurely failed or malfunctioned. The device performed as intended and failed due to progression of patient's disease. The event was not related to the edwards valve. As such, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 29mm 3000tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 11 years, and eight (8) months due to severe aortic stenosis and regurgitation secondary to degeneration. A edwards tavr procedure was attempted, there were intraoperative procedural complications and the patient expired in the or. The surgeons confirmed the 3300tfx valve lasted as intended and there were no issues with the performance or longevity of the surgical valve.